Manufacturer narrative:
Updated to a serious injury as the device was explanted.

Event description:
Additional information was received from a consumer via a manufacture representative on 2017-may-05. The patient was receiving 600 mcg/ml sufentanil at a dose of 3.78 mcg/day, 20.0 mg/ml bupivacaine at a dose of 0.126 mg/day, and 350.0 mcg/ml baclofen at a dose of 2.21 mcg/day. The pump logs show that a motor stall occurred on (B)(6) 2017 at 13:54, stopped pump period may exceed tube set occurred on (B)(6) 2017 at 13:54, motor stall recovery occurred on (B)(6) 2017 at 13:57, a motor stall occurred on (B)(6) 2017 at 04:44, and stopped pump period may exceed tube set occurred on (B)(6) 2017 at 04:44. The pump was replaced on (B)(6) 2017. The complaint was chronic pain and bowel obstruction. The patient went through withdrawal symptoms. The environmental, external, or patient factors that may have led to or contributed to the issue were compounded off-label medication and the pump was six years old. The healthcare provider (hcp) interrogated the pump to determine the stall occurred and supplied the patient with orals to cover until the surgery could be set-up. The issue was resolved at the time of the report and the patient status was alive with no injury. The patient¿s medical history was asked, but unknown. It was stated that the catheter access port (cap) was at 11. The estimated elective replacement indicator (eri) was a 12 months. The replacement pump was delivering 175.0 mcg/ml baclofen at a dose of 50.02 mcg/day and 10.0 mg /ml bupivacaine at a dose of 2.858 mg/day. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving sufentanil [600 mcg/ml] at a dose of 150.02 mcg/day, bupivacaine [20 mg/ml] at a dose of 5 mg/day, and compounded baclofen [350 mcg/ml] at a dose of 87.51 mcg/day via an implantable pump for postlaminectomy pain and spinal pain. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and the patient did not recently have magnetic resonance imaging (MRI). The pump status and event log reported an active motor stall with ¿motor stall occurred¿ and ¿stopped pump period may exceed tube set¿ messages. The pump had also been alarming. The hcp checked the pump status and logs on (B)(6) 2017 and saw that the logs showed a motor stall occurred on (B)(6) 2017- and tube set on (B)(6) 2017. The hcp and patient denied any electromagnetic interference or magnetic interaction with the pump. It was indicated that the patient developed chills, had increased pain, and was unsteady on her feet and that this was considered a sudden change in therapy/symptoms. It was noted that the patient¿s managing physician recently quit the practice. The hcp was going to call the managing physician¿s previous office and see if another physician there would accept the patient.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Eval code-conclusion 92 updated to 24. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.